Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation, however, the DHR was reviewed and a molding irregularity was observed that can lead to internal leakage. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros® closed male luer, 10 units that the customer reported a leak of doxorubicin. A bolus dose of doxorubicin was being administered at the lowest hub of the normal saline tubing that was running to gravity. The spiros came disconnected from the syringe, diluted chemotherapy touched the patient's forearm, and the area was washed immediately. There was patient involvement, however, no delay in delivery due to the event and no report of adverse event.